Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID: 97745bp, serial# (B)(6), product type: accessory; product ID: 97755, serial# (B)(6), product type: recharger. H3: analysis of the recharger (serial# (B)(6)) found the cable insulation got hot at the donut end and there was a no device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) notified them some time in may that their battery was not being depleted like it should. Pt seemed to be a little confused when rep was explaining things to them. Pt told rep about their upcoming appointment at the doctor's office. At the appointment, pt notified rep that they were having pain at the site during charging the battery and it seemed like their muscle was pulling during recharge. Physician's assistant (pa) and rep suspected that the pt's battery might be flipped and that is what they could palpate. At the time of the appointment, they were having complications with the pt programmer. It was freezing and the battery pack was broken. After pt received the new programmer, rep instructed them how to turn down the recharger speed to see if it helps with their pain during charging. If the problem reoccurred, pa mentioned doing a pocket revision at a later time. To clarify what the patient meant by "it felt like the hole in the recharger was trying to suck the battery through the paddle", the patient felt like the recharger was pulling the battery to the surface; no issues suspected. The actions/interventions taken to resolve the issue were that rep instructed pt to lower the recharge speed; with further evaluation in july if the issue does not resolve. Rep will follow-up with pt in july to see if the issue has been resolved. Pt's weight unknown.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer, patient product ID 97745bp serial# (B)(6): product type accessory product ID 97755 serial# (B)(6): product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, who was implanted with an implantable neurostimulator (ins). For unknown indications for use. The pt reported, their ins wasn't working to provide them with therapeutic relief. And they were in pain since before the weekend. Pt noted, their ins battery went to 0%. And they recharged the ins battery to 70%. Pt mentioned, they tried to call patient services last thursday and friday. But they couldn't speak to anyone. Pt initiated a recharge session to their ins with excellent quality. Pt noted, their controller battery was at 90% and their ins battery was at 80%. Patient services specialist (pss) confirmed, the pt's stimulation was turned on and they were in group b. Pt had only program 1 in group b, and they increased the intensity from 2.3 to 3.5. And they noticed the stimulation going down their opposite leg which helped with the pain. Pt noted, they had an appointment scheduled for their hcp in february. Pss reviewed role of rep and provided the pt with the nas number for their hcp office. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported, that they did not use the device, because they did not need it. Now pt wants to use it, because even though pt was not really walking much, pt was in severe pain. Pt was walked through troubleshooting steps. On the call pt confirmed, stim was on. Pt was in group b. Ins was at 100% and ptm was at 40%. Pt said, they now understand and will charge the controller next. Additional information was received from the pt. Pt had called pss about on (B)(6) 2023. Pt mentioned, they tried programming their ins therapy, but the stimulation would randomly shut off by itself and the pain would return. Pt said, they knew the therapy shut off because they were in a lot of pain. Pt said, they had problems several times and had been working with rep for a few months. But the rep did not offer much in terms of solutions. But kept telling the pt to keep resetting the controller and set the therapy. Pt also mentioned, they had trouble charging their ins and trouble connecting to their ins with the controller. Pt said issues with controller were intermittent. Pt met with another rep yesterday, and they told the pt to contact pss to get the controller and li battery pack replaced. Pt said, they had another appointment with their hcp in july and pt may have the hcp perform surgery, where new pocket for ins was created. And a replacement ins was implanted. Pt said, they had pain at implant site. And a lack of therapeutic relief. Pt said, when they were charging their ins, "it felt like the hole in the recharger was trying to suck the battery through the paddle". And pt claimed charging the ins "caused a muscle spasm". Pt also said, they had a muscle spasm while meeting with the hcp and rep yesterday. During the call, pt reset controller. And controller was charging as expected. Pt then charged their ins as expected. Controller, li battery pack, and recharger seemed to be working as expected on call. Ins charge was 80% and controller charge was 90%. Pss reviewed, that the external equipment was working as expected. But pt insisted that the controller and li battery pack be replaced. Upon further review, the controller was in a different language after reset, so pss helped the pt get the controller back into english. A replacement controller and battery pack were requested. Additional information was received from the patient. Pt called back and noted, they received the controller. But saw the unknown "rm03" message and "software problem, cannot continue, call medtronic: 1_intellis, 2_3.6, 3_243 , 4_qf_port " message. Patient service specialist (pss) helped the pt perform a reset of the controller and confirmed, the green light was blinking on the controller when plugged into the outlet. Pss helped the pt inspect the recharger antenna (rtm) cord and rtm plug, but no visible damage was detected. Pt confirmed, the rtm was hot to the touch when recharging the ins. And they saw the "software problem" message again. Pss sent an email to repair for a replacement rtm.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(4), product type: programmer. Patient product ID: 97745bp, serial#: (B)(4), product type: accessory. Product ID: 97755, serial#: (B)(4). Product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.